Manufacturer narrative:
Unit unable to download to thds due to a47 alarms found were noted on the pump alarm history screen. Unable to download history/trace files due to the a47 alarms. A47 alarms are due to the pump not having power for a long period of time. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. Customer was able to clear alarm and insulin pump rewind. Drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.